Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. After stenting, post-dilation was performed with a 3.50mm x 12mm nc emerge balloon catheter. However, during the third inflation at 17 atmospheres for 16-18 seconds, the balloon was ruptured. The device was removed with no fragments left inside the patient body. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue. There was no damage or irregularities found to the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. After stenting, post-dilation was performed with a 3.50mm x 12mm nc emerge balloon catheter. However, during the third inflation at 17 atmospheres for 16-18 seconds, the balloon was ruptured. The device was removed with no fragments left inside the patient body. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.